Event description:
Discordant calcium (ca) and potassium (k) results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician. The customer reran the same sample on the same instrument and the corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ca and k results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause for the discordant calcium and potassium results was unknown. The fse replaced the server 1 probe, aliquot probe and server 1 mixer. All the methods and quality control were within specifications. The instrument is performing within specifications. Further evaluation of the device is not required.